Event description:
Pt was seen for follow-up in (B)(6) 2010 with right knee pain and apparent tibial component loosening. Pt was revised to tka on (B)(6) 2010.

Manufacturer narrative:
Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.